Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep the trocar was leaking from the start. Its impossible to pump it up. One can just pump it 4 or 5 times and the balloon is getting smaller. Rep stated the leakage is located where the sleeve and the balloon go together. Case completed using a origin trocar. There was no consequence to the pt.